Event description:
The customer reported that the systems c rotation brake was not releasing.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the c rotation brake. The system is operating as intended.